Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had a header issue. It was noted that the lv pacing threshold measurements have increased during follow up and was programmed off. It was noted that the lv lead was tested through the analyzer and the thresholds was much lower on the lead than the device. The physician was concerned that the issue with high thresholds was in the device header. The device was explanted and replaced. The new device has lv pacing programmed on. No patient complications have been reported as a result of this event.